Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
In speaking with olympus technical assistance center (tac), the customer reported that the videoscope had an e216 error that occurred during an unknown therapeutic procedure. In troubleshooting, the customer indicated they turned the power off, pulled out the scope, cleaned it and plugged it back in; but the error occurred again. When the customer tried restarting it again, no error occurred as the problem was resolved through troubleshooting, however the device was returned for evaluation. The customer completed the procedure with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus. Based on the results of the investigation, the customer¿s allegation was confirmed. The probable causes were determined as follows: as it was confirmed that the glue of the a-rubber has been chipped, the electric connection got temporarily unstable under the influence of external load which occurred during handling. Connecting the video connector with foreign material and stain attached to the contact of the video connector or the contact on the video system center temporarily failed to contact. It was affected by sudden overcurrent such as static electricity. Additionally, the overcurrent could have been caused by attaching or detaching the video connector while the power is on the system, leakage current from the other devices or electric wirings, or dust or moisture adhered to the electric contacts between the video system center and the video connector. The internal circuit board of the video connector gradually deteriorated over time due to repeated electric stress, resulting in failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The error was resolved during troubleshooting. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: the instruction manual/operation manual ¿chapter 3, preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning which could have detected the phenomenon: <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23). Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.